Event description:
It was reported to covidien on (B)(6) 2011 that a customer has an issue with vnus tubing kit x15. The customer states that the tube disconnects from the joint at the exit of the roller pump with the consequences of tumescent anesthesia leakage. The customer was priming the tube using the pump in order to fill the anesthesia liquid prior to surgery.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.